Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and elevated blood glucose (greater than 600 mg/dl). Customer did not recall what specific treatment was administered; however, the issue was resolved. Customer alleged that the pump was not delivering insulin; however, customer reported being switched from fiasp insulin to novolog insulin, and 9mm cannula to 6mm after hospitalization. Tandem technical support informed the customer that fiasp insulin is off-label per the t:slim x2 g5 user guide. Customer acknowledged and was satisfied.